Event description:
Case details: per the initial MDR, the report of patient death was received in 2005. No cause was identified. Additional information was received in 07/2005. Indicating that on 10/2000 the patient had their stomach removed (gastrectomy)due or related to cancer (adenocarcinoma). On 10/2000 the patient was admitted for abdominal surgery for perotonitis; however, was experiencing multiple organ failure and went into septic shock and died. The reported event has been now downgraded after receving additional information that the patient's death is not related to the product, but due to other medical problems.

Event description:
It was reported that the pt was implanted with an ancure in 2003. The 18-month follow-up info received indicates the pt had died in 2003. The pt's cardiologist and general physician cannot conclusively indicate the cause of the pt's death. It was noted that after the implant the investigator had sent several letters to the pt for follow up examination. No endoleak or explant of the device was reported. In 2005 info received from the physician indicates that the abdominal aortic aneurysm could not be ruled out as contributing to the event.